Manufacturer narrative:
2 pen needles impacted from an unknown lot. See medwatch completed section c attached.

Event description:
When did it occur? : before use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? No. If they were used, was something attached to them? : no. Batch #: unknown. There are three complaint samples. The needle is missing with one sample. For the other two, solution (insulin) does not come out though the needle is not bent.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.